Event description:
At approximately 1520 on (B)(6) 2026, during an operative procedure, the medfusion infusion pump alarmed, indicating a malfunction while administering a remifentanil infusion. Following the alarm, the remaining approximately 1 mg of remifentanil was delivered over a significantly shortened period rather than at the programmed infusion rate. Prior to the alarm, there were no observable indications of equipment malfunction. In retrospect, the anesthesia provider suspected the infusion pump may have been delivering medication at a faster rate than programmed before the malfunction alarm activated. The patient subsequently developed bradycardia, consistent with the pharmacologic effects of rapid remifentanil administration. Immediate interventions included: immediate discontinuation of the malfunctioning infusion pump. Administration of glycopyrrolate for treatment of bradycardia. Administration of epinephrine. Intravenous fluid bolus. Preparation of an epinephrine infusion. Preparation of a new remifentanil infusion. Initiation of the new remifentanil infusion at a low rate after the patient's hemodynamic status stabilized immediately following the malfunction alarm, the medical director, clinical director, and charge nurse were notified of the event and responded in accordance with the facility's patient safety and equipment malfunction procedures. The malfunctioning medfusion pump was immediately removed from service, labeled "out of service," and secured for biomedical inspection and manufacturer evaluation. The patient responded appropriately to interventions, remained hemodynamically stable, and the surgical procedure was completed without further complications. On july 10, 2026, the device manufacturer was contacted and notified of the infusion pump malfunction. The event, including the sequence of events, patient response, alarm activation, and interventions performed, was reviewed with the manufacturer's technical support representative. The manufacturer initiated a device investigation and provided instructions for returning the medfusion infusion pump for evaluation. The device remains out of service pending completion of the manufacturer's analysis.